Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. It was reported that the tri-set leaking at bonded site. It was unknown if someone was directly operating the device at the time of event. It was unknown if there were other devices being used on the patient at the time of event that may have caused or contributed to the event. The event occurred during infusion with medication involve fentanyl. There was a delay in therapy due to tri sets needed changed out.

Manufacturer narrative:
Received one (1) used. List #a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock; lot #13993021. Customer provided two (2) pictures showing the set, no physical damage or anomalies were noted. Leak tested, all pass except leak noted on yellow bond between the check valve and the microclave. Confirmed customer complaint of "tri-set leaking at bonded site". Probable cause, not fully inserted during assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.